Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped the insulin pump and the drive support cap is broken. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap and missing motor assembly. Unit had blank display due to broken electronic components on motherboard and interfaceboard.